Event description:
Customer reportedly received the following results on the advantage system within 10 minutes: 274 mg/dl and 92 mg/dl, 379 mg/dl and 143 mg/dl. The reported values were obtained on different days. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.